Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blank display. The customer's mother reported that her daughter was not feeling well. When they checked the daughter's insulin pump, they noticed the screen was off. After replacing the battery, the customer's mother stated that the insulin pump was able to boot, but turned off again. The customer's blood glucose was 144 mg/dl. Troubleshooting did not find any issues with the battery compartment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.